Manufacturer narrative:
(B)(4).

Event description:
It was reported that via a merlin.net transmission, oversensing was observed on the right ventricular lead which looked like noise. No intervention was performed. The physician decided to monitor the patient only. Patient's conditions are good.